Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The doctor purged the catheter and flushed it. The doctor realized that the catheter was pierced and the hole was in the graduation at 20.5cm. This product problem occurred prior to patient contact, so no adverse effects to the patient were reported.